Event description:
"Upon trying to remove infuse-a-port, the catheter was stuck at the entrance point of venotomy in the subclavian vein. The catheter broke at the area of the venotomy site. Interventional radiology was contacted and removed via right femoral vein."